Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events and patient's outcome cannot be conclusively determined. The submitted controller event log file contained events spanning from 20mar2023 to 21mar2023. The majority of the log file captured the estimated pump flow hovering around the low flow threshold with intermittent low flow alarms on 20mar2023. No other notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. Heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation as it was not explanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 1 outlines potential adverse events, including cardiac arrhythmia, respiratory failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 of the IFU lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to emergency department at outside hospital with complaint of severe shortness of breath. The patient was found to have hypoxic respiratory failure, was intubated and transferred to us. On arrival, the patient had ventricular tachycardia (vt) / ventricular fibrillation (vf) with pulseless electrical activity (pea) arrest with return of spontaneous circulation (rosc) achieved with low flow alarms at the time. Transesophageal echocardiogram (tee) showed with severely dilated right ventricle (rv), left ventricle (lv) collapsed; the patient went to operating room (or) for rp impella. There was unclear etiology of worsening shock; computed tomography (CT) pulmonary embolus (pe) was negative on (B)(6) 2023. Rp impella was removed on 23mar23. The patient continued to unresponsive off sedation. CT head was suggestive hypoxic brain injury. The patient was transitioned to comfort care; left ventricular assist device (lvad) was withdrawn on (b(6) 2023.